Event description:
Per the clinic, the patient experienced magnet dislodgement. Subsequently, the patient underwent a revision surgery (date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.